Event description:
It was reported that the pt had experienced the following events: in 2009 -increased baseline nausea. Three days later -the pt had a csf leak that was resolved with a blood patch the following month. Two days later -the pt had a rash at the catheter incision area. Three days later -the pt had a fever which was stated as having a "remote" relation to the study medication. The following day -the pt experienced an exacerbation of bilateral hand edema which had been an "ongoing" event with a "remote" association to the study drug. The pt had also had an exacerbation of bilateral leg cramping. Both of the events on this date were pre-existing conditions. In all events, the pt recovered without sequela.